Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) field service engineer (fse) and reported that they were having problems on the integrated electrosurgical unit (iesu) not detecting instruments and that the generator had a bad wire connection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that the issue occurred when the patient was on the table and sleeping. The ports were placed, and the surgery had started. The customer reported that when the surgeon wanted to add electricity nothing happened. The operating room (or) nurses changed the cables to resolve the issue, but it still did not work. The customer got the da vinci rack from one of their other robots and used it instead.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced iesu generator to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.